Event description:
While using the laparoscopic metzenbaum scissors, device broke while inside pt. When physician tried to cut with scissors, it malfunctioned. Scissors were removed from pt. It would not come out of the port, so it had to be removed also. The 5mm port was replaced. New scissors were used. All pieces remained intact on original instrument. Broken at scissors tip where it connects to body of instrument.